Event description:
.

Manufacturer narrative:
A technical specialist from the company contacted the reporter for further info regarding this report. Questions were submitted to the reporter and she responded she will investigate and call back when she has add'l info.